Event description:
It was reported that the patient presented to emergency department. Remote alert revealed that the right atrial (ra) lead exhibited low pacing impedance and oversensing noise resulting in pacing inhibition and inappropriate mode switch. Programming changes was performed. The patient was in stable condition.